Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion it was discovered that the tubing was damaged with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after completed penetration under high pressure, during the high-pressure injection of the contrast agent, the rate is 2.5. It's noticed that ext. Tubing damaged under high pressure. Nurse removed the closed IV protein catheter system.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050909. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units; bd will continue to track and trend for this issue.

Event description:
It was reported that after insertion it was discovered that the tubing was damaged with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: after completed penetration under high pressure, during the high-pressure injection of the contrast agent, the rate is 2.5. It's noticed that ext. Tubing damaged under high pressure. Nurse removed the closed IV protein catheter system.